Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the lead. Patient was asymptomatic. All other electrical measurements were stable and in-range. Lead will be monitored.